Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint, concerned a male patient of unknown age and origin. Medical history and concomitant medication were not provided. Drug adverse reaction history and family drug adverse reaction was unknown. The patient received human insulin (rdna origin) injections (humulin 100u/ml, specific type was unknown) from cartridge via reusable pen (humapen ergo ii, blue), subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date. Dosage regimen was not provided. On an unknown date, he experienced high blood sugar and his postprandial blood sugar was about 20 (no values or reference value were provided). He was hospitalised due to high blood sugar. Reportedly, the drug solution could not come out of the humapen ((B)(4); lot-unknown). Information regarding corrective treatment, outcome of the event and hospitalisation details was not provided. Human insulin was ongoing. The operator of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model and suspect humapen ergo ii duration of use were not provided. The use of the suspect humapen ergo ii was continued and its return status was not provided. The reporting consumer related the event to the human insulin therapy and did not provide a relatedness assessment for the event to the humapen ergo ii. Edit 26oct2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 31-oct-2018: information was received on 29-oct-2018 contained product complaint (pc) number. Pc number was processed accordingly and no new information was added to the case.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint (pc), concerned a male patient of unknown age and origin. Medical history and concomitant medication were not provided. Drug adverse reaction history and family drug adverse reaction was unknown. The patient received human insulin (rdna origin) injections (humulin 100u/ml, specific type was unknown) from cartridge via reusable pen (humapen ergo ii, blue), subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date. Dosage regimen was not provided. On an unknown date, he experienced high blood sugar and his postprandial blood sugar was about 20 (no further values or reference value were provided). He was hospitalised due to high blood sugar. Reportedly, the drug solution could not come out of the humapen lately (B)(4) /lot number: unknown). Information regarding corrective treatment, outcome of the event and hospitalisation details was not provided. Human insulin was ongoing. The operator of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model duration of use was not provided, the suspect device duration of use was 2 years. The suspect humapen ergo ii device associated with (B)(4) was not returned to the manufacturer. The reporting consumer related the event to the human insulin therapy and did not provide a relatedness assessment for the event to the humapen ergo ii. Edit 26oct2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 31-oct-2018: information was received on 29-oct-2018 contained product complaint (pc) number. Pc number was processed accordingly and no new information was added to the case. Update 27nov2018: additional information received on 27nov2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added suspect device age. Noted the suspect humapen ergo ii device associated with (B)(4) was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
No further follow-up is planned. Event narrative field: new, updated and corrected information is referenced within the update statements in event. Please refer to update statement dated on (B)(6) 2018 in the event field. Evaluation summary: a male patient reported that his humapen ergo ii device was not delivering insulin. He experienced increased blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use.